Event description:
It was reported that when the device was used during a gastrectomy, the staples malformed (box shaped). It was only one side of the staple line. It was not reported how the case was completed. There was no reported pt consequence.